Event description:
It was reported that this lead exhibited loss of capture (loc). A revision procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported. This leas has been received for analysis.

Manufacturer narrative:
The returned lead was analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.

Event description:
It was reported that this lead exhibited loss of capture (loc). A revision procedure was performed and it was explanted and replaced. No additional adverse patient effects were reported. This lead has been received for analysis.